Manufacturer narrative:
Literature review: a thunder out of the blue. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "a thunder out of the blue", was reviewed. The article presents a case study of an 84-year-old male with a history of paroxysmal atrial fibrillation, coronary artery disease, and gastrointestinal bleedings with multiple transfusions, without any identified cause. It was reported on an unknown date, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. The landing zone dimensions were measured 18x22mm via computed tomography (CT). The 25mm amulet was successfully implanted. Control transesophageal echocardiography (tee) revealed correct 20% compression, no residual leak nor thrombus, and no pericardial effusion was noted. It was later reported 15 hours post-procedure, the patient suffered a sudden cardiac arrest due to massive pericardial effusion and cardiac tamponade. It was reported the patient could not be resuscitated. Subsequent autopsy identified a tear on the pulmonary artery. It was found one of the stabilizing anchors had perforated through the left atrial appendage and rubbed the pulmonary artery until puncture. [(B)(6)].

Manufacturer narrative:
The additional patient effects of death and malfunctions reported in the article are captured under separate medwatch reports. An event of patient death 15 hours after the amulet device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The event was reviewed by abbott medical affairs which found that post-mortem analysis performed by the site identified a large pericardial effusion secondary to an amulet stabilizing wire which had perforated the left atrial appendage wall and lacerated the pulmonary artery. Procedural imaging was not provided to abbott for analysis, but the pathological information was conclusive as to the cause of death. The sudden cardiac arrest was due to massive pericardial effusion and cardiac tamponade caused by the stabilization wire puncturing the pulmonary artery. Potential causes of pulmonary artery perforation include suboptimal device positioning, device oversizing, close anatomical proximity between the left atrial appendage and the pulmonary artery, and an enlarged pulmonary artery. In the presence of one or more of these potential contributing factors, one or more retention wires may penetrate through the wall of the laa and reach into the pulmonary artery (if sufficiently proximate). Without procedural imaging, further details on a specific cause of the pulmonary artery perforation could not be determined.